Manufacturer narrative:
(B)(4). Batch # l92v2m. Additional information was requested and the following was obtained: what is the trigger that could not function well? Did the system active, but the cutting and or coagulating was less than expected? The trigger could not work well while using on the patient. Were the switch buttons (activation buttons) difficult to press? Not difficult to use but no function or not sensitive enough. Was there difficulty pressing the trigger to open and close the jaws? No. Were the jaws difficult to open and close? No. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the trigger not functioning. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, while the doctor tried to use the device, the trigger could not function well. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.